Event description:
Acct. Reports that the "tubing is leaking". States that on the evening shift the set was attached to a new bag of fluid. Set was attached to a hickman catheter. In the am, fluid and blood were noted in the pt's bed. States it appeared that the set was leaking from the distal y-site. No pt. Injury reported.